Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. The returned sample determined that it received one winding former with some suture pieces and one detached needle outside its packaging per product code vp2341p. During visual inspection of the detached needle, the swage and attachment area were as expected. The barrel hole was examined, and the remnant of suture was observed. The suture cannot be dispensed since it has begun the degradation process which caused the needle to come out from the suture. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed due to handling. As per the conditions of the returned sample, no functional test could be performed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Batch manufacturing records of t0003 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for tensile strength value and needle pull-off value found to meet the specification requirement.

Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on (B)(6) 2023 and suture was used. When surgeon opened the foil during surgery, the needle was already separated in the foil. There were no adverse patient consequences reported. Upon evaluation of the returned product, suture degradation was noted. No additional information was provided.